Event description:
It was reported that patient received inappropriate high voltage therapy due to noise. Downgrade to a pacemaker was carried out at the patients request. The defib portion of the lead was capped and the pace/sense portion of the lead remains active. Patient condition was good after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.